Event description:
During the placement of a biliary stent during a fluoroscopic endoscopic procedure, one radiopaque marker from the stent came off the stent while in the pt. The stent was removed, and the radiopaque marker remained in the patient and was expected to pass through the small bowel with normal bowel movement.